Event description:
(B)(4) study. Same case as: 2134265-2012-00158, 2134265-2012-00159. Same patient as: 2134265-2011-02742, 2134265-2011-04116. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and restenosis. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 80% stenosed, 3.5mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 3.0x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient had a ion stent implanted to treat restenosis of the rca. In (B)(6) 2011, the patient had another ion stent implanted to treat restenosis of the rca. In (B)(6) 2011, the patient was diagnosed with st elevation myocardial infarction and was admitted the same day. During the angiographic procedure, a long luge guide wire was loaded on a 2.0x12mm apex otw balloon, but the wire could not cross the lesion. The anatomy was extremely difficult leading to the failure of re-establishing the flow. As there are 3 stents placed in the proximal rca, also involving a prior likely stent fracture, it was not allowing the wire to cross through the lesion. Multiple guide wires were used which included a mach 1 guide catheter and a luge wire. Despite multiple attempts, the wires were unable to cross the lesion to re-establish the flow. Additionally an intra-aortic balloon pump was implanted. The 100% stenosed occluded lesion involving the 3 previously placed stents (3.0x20mm taxus liberte, 3.5x16mm and 3.5x12mm ion stents) located in the proximal rca was treated with coronary artery bypass graft (B)(4) using reverse sappheous vein graft (svg) to the distal rca. The events resolved without residual effects and the patient was discharged the same day. Prasugrel was discontinued due to the event.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).